Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient never experienced effective therapy following implant. The physician therefore explanted the ipg in 2011.

Manufacturer narrative:
Explant date: the explant date was mistakenly added to the initial report. The device was known to have been explanted in 2011, but the exact date is unknown.